Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014 and 23/jul/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of inflammation/irritation and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and ¿unusual pain, tingling, swelling, numbness, or burning of the breast.¿

Event description:
Patient reported experiencing ¿unusual pain, tingling, swelling, numbness, or burning of the breast.¿ healthcare professional reported right side capsular contracture, baker grade iii. Patient additionally reported "raynaud¿s phenomenon"; this is not device related due to it being a pre-existing condition. Device remains implanted.